Manufacturer narrative:
A specific root cause could not be determined. Insufficient information was provided for further investigation. No adverse events were reported.

Event description:
The user received a questionable high result for total bilirubin special (bilts) on the cobas c501 module (c501) for one sample collected from a neonate patient. The initial result was 26.0 mg/dl. This result was reported outside the laboratory. The neonate patient was admitted to the hospital. The physician called the laboratory requesting the patient sample be retested as he questioned the validity of the initial result. The sample was repeated which yielded a result of 15.7 mg/dl. The same sample was run on a different c501 analyzer which yielded a result of 16.1 mg/dl. This repeat result of 16.1 mg/dl was issued as the corrected result for this patient sample. The user said the lab received a nasal swab collected from the patient upon admission to the hospital for (B)(6) testing. According to the physician, only the nasal swab was collected from the patient. The patient did not receive any other treatment before being discharged from the hospital. No adverse events have been alleged regarding this discrepancy. The reagent lot number for bilts was 63206501. The field service representative was unable to reproduce erroneous results. He performed analyzer maintenance checks with no deficiencies noted. Performance tests were run and were within specification.